Manufacturer narrative:
The incident sample has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a ligasure-like device was used during a procedure that resulted in permanent patient injury. The device was used to remove the patient¿s internal/external hemorrhoids, as well as removal of excessive anoderm and hemorrhoidal rectal mucosa, denuding the lining of the patients teversons anal canal. There was insufficient sparing of adequate mucocutaneous bridges. The removal of excessive areas of anoderm and hemorrhoidal rectal mucosa, as well as the physicians reported failure to ensure adequate muco-cutaneous bridges, resulted in a patient injury that included pain, loss of anal function with spasms, anal stenosis, rectal incontinence, permanent disfigurement, permanent injury and functional disability. The patient is unable to defecate in the usual anatomical manner and requires use of an ileostomy.